Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 3/1/2021. The device evaluation was completed on 3/16/2021. A visual inspection and magnetic evaluation of the returned device was conducted. The visual analysis of the returned sample revealed a hole on the pebax and reddish material inside it. Magnetic sensor testing was performed in accordance with bwi procedures. The catheter was working correctly, and no magnetic issues were detected during the analysis. However, the hole on the pebax with reddish material inside it could be related to the magnetic issue. A manufacturing record evaluation was performed for the finished device 30470904m number, and no internal action related to the reported complaint condition was identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, the foreign material found inside the pebax area could be related to the reported issue. The instructions for use (IFU) contain the following information in the carto 3 system manual that should be considered: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. (Bwi) product analysis lab identified a hole on the pebax. It was initially reported that during the procedure, the carto displayed a magnetic sensor error 105 for the mapping catheter. The resterilized mapping cable was replaced with another one, as well as the catheter was replaced, and the issue did not resolve. A third catheter with a different lot number was used and the issue seemed resolved; however, the error was displayed again. The mapping cable was replaced and it was noted that there are no bent pins in the port that can be seen. The mapping catheter was replaced and the issue seemed resolved; however, the error was displayed once again. Another mapping catheter was used and this time, the issue resolved, and the case continued. The magnetic sensor error was assessed as not MDR reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable since it could not be visualized on the carto 3 system. Therefore, the user would have to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death was remote. This event is being reported because the bwi product analysis lab received the device for evaluation and found on 3/5/2021 that there was a reddish material observed in the pebax and a hole was found. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 3/5/2021.